Event description:
It was reported that the patient altered the dose of medication programmed into a cadd-legacy® duodopa pump. The patient was admitted to the hospital for a peg-o-gram. While in the hospital, the patient had been noted to display episodes of dyskinesia during the day because the patient had been altering the dose of medication being administered. This had been occurring for an unknown period of time as the patient had also been doing this at home. The treating doctor had observed and requested the reporter to observe the patient while in hospital and adjust the administered doses to help resolve the episodes of dyskinesia. It was not noted what lock level the pump was in or if the use error caused over or under delivery. No permanent injury was reported.